Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy with the liberty cycler/ liberty cycler set and the patient¿s hospitalization for peritonitis. Based on the available information, it cannot be determined what exactly caused the patient¿s peritonitis event. It was reported the stay safe organizer on the liberty cycler was broken after the patient was discharged from the hospital; therefore, it cannot be determined if the peritonitis event was in any way related to the reported product issue. However, per the pdrn there were no known device related issues that could have caused or contributed to the peritonitis event. At the time of this clinical investigation, the plant investigation indicates the liberty cycler was not returned for further product analysis.

Event description:
A peritoneal dialysis (pd) nurse reported that a peritoneal dialysis (pd) patient was admitted to the hospital for peritonitis (signs and symptoms are unknown). Per the nurse, the patient was treated with ip antibiotic (ceftazidime) before the hospital obtained a pd effluent sample. The pd effluent culture did not yield any organism growth; however, it was reported that the patient¿s peritonitis was bacterial in origin. It is unknown if the patient¿s pd effluent had an elevated white blood cell (wbc) count as the hospital records were not available. The patient reportedly continued pd therapy while hospitalized and was discharged after nine days. The nurse indicated the patient is continuing a 21-day course of ip antibiotics and currently is not exhibiting any symptoms of peritonitis. The nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse stated there were no known device related issues that could have caused or contributed to the peritonitis event.